Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to convert the patient during defibrillation threshold (dft) testing at implant as well as one day post implant. Difficulty was also encountered with converting the patient externally. The patient was noted to be very muscular. The device and electrode were explanted and replaced with another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system one month later. System placement was felt to be a factor. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to convert the patient during defibrillation threshold (dft) testing at implant as well as one day post implant. Difficulty was also encountered with converting the patient externally. The patient was noted to be very muscular. The device and electrode were explanted and replaced with another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system one month later. System placement was felt to be a factor. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.